Event description:
The customer reported that the arm of the system goes over the maximum height and touch the ceiling. After this issue the system is blocked and not able to make movements.

Manufacturer narrative:
The investigation is still ongoing and conclusions will be sent in a follow up report before (B)(6) 2011.